Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root causes were determined to be due to wear from normal use and servicing, and improper reprocessing, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the locking components and bearings of the motor device were damaged. It was further determined that the cable/cord/wiring, motor, control and the locking parts were damaged. It was further determined that the device had liquid damage and the test run was not possible. It was further determined that the device failed pretest for cutter lock assessment, motor thermistor assessment, loctite and cable assessments, no short circuit between phases and connector body (42), no short circuit between 5vdc line and connector body (42), no short circuit between sensor gnd and connector body(42) and safety assessment. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.